Manufacturer narrative:
Analysis summary: analysis confirmed the customer comment of a cracked display and additionally noted that the keypad was scratched. The electrical and mechanical parts were inspected and all found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested and it passed its final quality assurance tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator had a cracked display. The generator was returned for service. There was no patient involvement.